Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box data could not be downloaded for review. During testing, the pump was powered on and immediately emitted a cs 052 call service alarm. Further testing of the complaint could not be completed due to the recurring alarm. Unrelated to the complaint, moisture was observed behind the display lens, and a crack was found in the pump casing near the display. A leak test was performed and confirmed a leak at the crack in the casing. The pump case was removed and further evidence of moisture ingress was found on the printed circuit board.